Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/23/2025, a facility representative reported via (B)(4) that the doctor used the scorpion with an ar-13995n scorpion multifire needle during a rotator cuff repair. With a pass-through thick cuff tissue, the needle had a hard time passing. He kept trying to get it to pass and was very close to another suture that had already passed. When he brought the scorpion out, it was missing the tip and had broken at the notch that carries the suture. A mini c-arm was brought in to see if the broken piece was still in the shoulder. It was confirmed by x-ray that it was. He searched for it in the cuff tissue and could not find it.